Event description:
It was reported the patient lost stimulation and the external devices are unable to communicate with the ipg. The patient programmer displays a communication error. An sjm representative confirmed the issue. The patient's ipg was explanted and replaced. The patient reported receiving effective stimulation post-operative.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.